Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners, and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to water after the customer had gone scuba diving with the insulin pump. The blood glucose reading was 165 mg/dl. The customer stated that the insulin pump's display went blank immediately after the device had been exposed to moisture. Advised replacement of the insulin pump. Nothing further reported.